Event description:
It was reported through stryker facebook page: "also had mine in april back to nursing working 12hr shifts I do get some swelling most people say I run good on it and would have never realized it was replaced".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.